Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements of 139 ohms. No adverse patient effects were reported. Currently, this ICD system remains in service.